Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on the date of the report, she experienced low blood glucose due to the receiver reading out of range of the transmitter. Paramedics were contacted by a co-worker and she was treated for the low blood glucose. At the time of the call to dexcom technical support, the patient reported being in fine condition.